Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the venous side read low and that the venous cable was frayed at the probe. The device was not changed out, and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.